Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the sleep current test, active current test and self test. Pump error 53 found in the device history .problem isolated to electronic assemblies as per global logic analysis. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to consistent intermittent pump error 53 alarm. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had software error detected alarm. Customer reported that they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.